Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an under-delivery anomaly . Patient's bg at time of incident: over 600 patient's current bg: 369. Troubleshooting was performed but nothing indicates that the issue was resolved. The customer stated their health care professional advised them to come off the insulin pump until the health care professional could speak to someone directly. Nothing will be replaced or returned.